Event description:
Additional information was received from physician that the increase in seizures patient was experiencing were at their pre-vns levels. No additional relevant information has been received to date.

Event description:
The patient underwent generator replacement surgery. The explant facility is known not to return any explanted devices. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes that the patient has had an increase in seizures lately. No changes were made to settings however the physician increased the patient's dose of epidioloex for these. The patient has had an increase use of diastat. And magnet use. Diagnostics were found to be within normal limits. No surgical intervention has been reported to date. No additional relevant information has been received to date.